Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose level was 1 mmol/l (18 mg/dl) while wearing the pod longer than 48 hours on the abdomen. The patient stated they think they overdosed their bolus but does not remember the bg level history for that day. The patient reported nearly going into a coma. The patient was treated with IV with sugar and released after a day and a half. The pod was worn while the patient was at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.